Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that they were experiencing more than normal alerts about insulin flow blockages. Customer reported insulin pump is not pumping enough insulin. No harm requiring medical intervention was reported. Device will not be returned for analysis.